Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 drawer controller board was failed. A field service engineer found station was not powered on, disconnected the auxiliaries, tower, smart remote manager, and pyxibus cables from the communication sled, and station powered on, reconnected each smart drawer individually, then added the auxiliaries. When auxiliary drawer 7 was reconnected, the station failed to power on then replaced the drawer controller on auxiliary drawer 7. The comm sled was also installed incorrectly, fse adjusted it to the correct position to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary mn33n screen would not power on and remained completely black. The customer attempted to turn the machine off and on, but the display still does not respond. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.